Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement, current test and self test or verify drive motor anomaly, no delivery anomaly and rewind anomaly due to buttons not responding. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump buttons were sticking. Customer stated insulin pump louder during rewind and no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.